Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system got shutdown. According to the additional information provided, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and found no errors. Fse restarted the system, kept under observation, and functionally checked. The system was handed over in full working condition. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system shut down. The issue was found during clinical use. No harm has been reported to philips.